Event description:
It was reported the patient was unable to recharge the implantable neurostimulator (ins) since it was implanted. It was noted there were coupling or communication issues. The location of the ins was such that the patient had to lie down in order to recharge. After 10 minutes, the patient would have severe cramping in her legs and would have to get up. Due to this recharging issue, the ins had not been programmed yet. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n319577, implanted: (B)(6) 2012, product type accessory. (B)(4).